Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test (a64). Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. Customer stated alarm occurred during the rewind/prime sequence. Customer was assisted in performing a self-test and test failed. The customer stated that during the test she received alarm again. The customer was advised that the insulin pump need to be replaced.